Event description:
It was reported that upon review of the post surveillance market surveys noted "rasps are aggressive laterally. Risk damage to abductor tendon.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown rasp. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding aggressive broaches involving an secur-fit advanced broach straight size 9 was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional, functional, or material analysis could not be performed as the devise was not returned for evaluation. Medical records received and evaluation: not performed because no patient clinical information was provided. Device history review: a review of the device history records could not be performed as the lot code was not provided. Complaint history review: a complaint history review could not be performed as a lot code was not provided. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that upon review of the post surveillance market surveys noted "rasps are aggressive laterally. Risk damage to abductor tendon."